Event description:
A zoll distributor returned charger/modem sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger/modem would not power on. Upon eval, the l602 inductor was damaged on the bedside board. The cause of the inability to power on is the damaged inductor. The root cause of the damaged inductor in mechanical shock from physical impact. No adverse event resulted from the damaged incident.